Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and anxiety. Patient reported left side "breast pain." Device has been explanted.

Manufacturer narrative:
Correction to date of occurrence (b.3): (B)(6)2020 (year only provided) device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ brown particles observed on the surface of the shell. ¿ one opening on anterior side assessed as a surgical damage.

Event description:
Patient reported left side "breast pain." Healthcare professional reported left side textured implant exchange due to patient's concern with the product and capsular contracture baker grade iii. Device has been explanted.